Event description:
A healthcare worker experienced chest pain, tightening of the chest and shortness of breath while working 10-12 hours per shift in a room where cidex opa is used during manual disinfection processes. The room is not well ventilated and the number of air exchanges per hour is unk. The worker was evaluated in a workers compensation clinic and was treated with naproxen and a narcotic pain reliever. Medical history is significant for a previous episode of difficulty breathing, burning in the nose and throat, and a headache approximately two months before the onset of this event when reportedly exposed to cidex opa. The facility is currently in the process of having the air exchanges measured and are installing hoods above the disinfection area for better ventilation.